Manufacturer narrative:
Per (B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the explanted devices are not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture.

Event description:
Trinity / metafix revision after 21 days due to reported cup migration through the medial wall.

Manufacturer narrative:
Per -2887 final report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision, was requested in order to progress with the investigation of this event, however this information has not been provided and thus the scope of this investigation was limited. It has been confirmed that the explanted devices are not available to return for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported event has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision after 21 days due to reported cup migration through the medial wall.